Event description:
It was reported to philips that the system's wireless footswitch was unable to charge intermittently. No harm to the patient or user was reported. Philips has started an investigation of this complaint.